Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-15795. The pt has 2 model 3166 leads (from the same lot) implanted as part her scs system. The pt reported she is without stimulation. The sjm rep met wit the pt and diagnostics indicated invalid impedance readings on multiple lead contacts. Reprogramming was unable to provide effective coverage. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.